Event description:
It was reported that during surgery the catheter was inserted transurethral using the lubricant instillagel, and the balloon was inflated with 5 ml glycerine solution. After one hour the funnel was found to be detached. No force was applied on the catheter. The catheter was replaced without problems. No patient injury reported. This is sold in the us as catalog 170003100.

Manufacturer narrative:
Qn#(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. As part of our initiative to investigate, some representative samples were taken from current production with no physical defects. All samples taken were intact and in good condition, the funnel and shaft were molded as per specification, no broken joint was observed. Based on the above findings, all tested samples well above the minimum requirement of l0n and no other finding within the product which could have contributed from manufacturing processes. In the absence of the actual samples, we could not conduct further investigation to associate the nature of the failure with any manufacturing inadequacy. Therefore this complaint is not confirmed.

Event description:
It was reported that during surgery the catheter was inserted transurethral using the lubricant instillagel, and the balloon was inflated with 5 ml glycerine solution. After one hour the funnel was found to be detached. No force was applied on the catheter. The catheter was replaced without problems. No patient injury reported. This is sold in the us as catalog 170003100.

Manufacturer narrative:
(B)(4). The device sample was not received by the manufacturer at the time of this report.